Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 5:00 am the laboratory result was 2.4 inr. At 10:06 am the meter result was 3.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event related to the above-mentioned meter result. The customer was on a heparin drip. The affected product was requested for return. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: returned strips: qc 1: 2.8 inr , qc 2: 2.9 inr . Retention strip : qc 3: 2.9 inr . The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The customer was on heparin at the time of the test. Per product labeling, blood samples containing heparin concentrations up to 0.8 u/ml were tested and indicated no significant effect on test results. The date was set incorrectly on the meter but the two results alleged by the customer were the last two results observed in the meter¿s patient result memory.